Manufacturer narrative:
The patient reported being admitted to the hospital over night for observation due to the high readings obtained at the physician's office, and also due to shortness of breath. The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
Patient reported receiving inaccurate readings while using their livongo blood pressure monitor. Patient reports that their livongo bpm is consistently giving them readings of 99/60('s) while a reading at their physician's office returned results of 199/101.